Event description:
Caller reports back to back results of 409mg/dl on inform system #1 compared to results of 183mg/dl on inform system #2. Caller reports quality controls passed. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in system #1. Please see medwatch for suspect device in inform system #2.